Manufacturer narrative:
(B)(4). Based upon the inquiry information received and visual examination, it was concluded the device was occluded by excess adhesive. The batch history records were reviewed with no anomalies noted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hernia repair procedure, the surgeon inserted the veress needle and turned the gas on. Gas flow did not occur as the veress needle was blocked. Another device was used to complete the procedure. There were no adverse consequences for the patient.